Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty-eight (28) minicaps were damaged; further described as "the packaging is like sucked (without air)". This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.